Manufacturer narrative:
The actual complaint product was not returned for evaluation, therefore no product evaluation can be performed. Manufacturing investigation through device history record review of lot 31306160 has been conducted. This lot has gone through all manufacturing process stages as required by the procedures. There was no nonconformity related to the nature of complaint occurred during the manufacturing process. The polyloop and primary packaging process parameter of lot 31306160 confirmed to be within acceptance specifications. This lot has gone through 100% cosmetic inspection by automatic camera to screen out the defective lenses. Moreover, there is an in process manufacturing control of visual blister/array inspection. All blisters/arrays undergo 100% visual inspection for any visible packaging and/or cosmetic defects. The laboratory testing result confirmed to be within specifications. The finished device inspection records (lens surface and edge, color match, base curve and diameter, power, and adhesion testing) confirmed met the specifications. The sterilization process parameter and bi incubation was within specifications. The batch record of saline packaging solution #31306521 that used for this lot met the specification. The historical complaint data and trend related to serious adverse event for phemfilcon a product has been reviewed and did not indicate any adverse trend. Tracking in complaint database, there was another complaint entered for lot 31306160 on pr #1191166 of color-defect, fit-other, blurred vision, and irritation / ocular discomfort. Manufacturing site inspected the retain samples of lot 31306160 to ensure no possibility of product contamination. The retain samples showed to meet specifications, no leakage and package integrity defect found. Based on the investigation, this lot confirmed to meet all in-process and finished product specifications at the time of release. No root cause can be determined. There is no impact to the other product and no faa is required. No CAPA will be initiated for this complaint. Continuous monitoring of these types of events through trending and analysis may indicate future action. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a patient was presented with a medical certificate which indicated ulcer in the left eye (os). It was added that the patient used the contact lenses for two days and that on the second day the patient visited the doctor for pain and discomfort and the doctor removed the broken pieces of the contact lenses from the patient's eye. The symptom resolution was still unknown. Additional information has been requested but not yet received.